Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was frozen. A field service engineer (fse) upgraded the station to v1.7.4 due to server upgrade issues, but initial data synchronization was failed, prompting a rollback to v1.6.1 and then back to v1.7.4 after confirming the server upgrade. Patient data and internal hospital communication were restored, but remote support service communication remained down. Fse tried multiple troubleshooting attempts and reinstalling rss, later identified as an rss outage with no immediate fix. Fse then uninstalled and reinstalled and registered both rss 4.12 and .net component manager installers and reset station configuration tool for auto login to resolve the issue. The fse also reconfigured label printer for proper settings in windows and worked with rx to correct server settings for printing labels properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was still freezing after multiple tickets and fix. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.